Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient "had a frayed wire added into that vein." It was further indicated that the lead needed to be repositioned. No patient complications have been reported as a result of this event.